Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device would not on when pressing on the button. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the buttons has not function and motor sticks the values of the keypad are out of range. The motor is corroded and runs not constantly. The hand control set and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the micro tornado hp w hand control device would not work when the buttons were pressed. During in-house engineering evaluation, it was determined that the motor was corroded as it was not running smoothly and sticking. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.